Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: no exact root cause was found in this investigation. However, strongly curved anatomy could have been a contributing factor in the advancement difficulties experienced. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803.

Event description:
Description of event according to initial reporter: a female patient underwent taa repair. Zteg-2p-34-152-pf was placed first at 2 cm above the celiac. Then the physician attempted to advance zteg-2pt-42-208-pf from the left to be placed right below the lsa. However, the delivery system tip was caught on the tortuous site of the ascending aorta and would not advance. He removed it for attempt of insertion from the right and found the sheath was damaged. He determined it was still usable, and attempted insertion from the right, but the failed since the damaged part got affected by a tortuous anatomy. He replaced it with a back-up of the straight type (zteg-2p-42-216-pf) and it was advanced from the right and the stent graft was placed without problem and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.